Event description:
A customer reported a cryocyte bag for whih a sliced top and corner seam were observed during thawing. The bag contained 80 ml of bpc-a cells, of which 66 ml of cells were infused into the pt. The pt's infusion was delayed as a result of the bag breakage. Customer did not provide info regarding engraftment. The bag was stored in vapour phase. The duration of storage was less than one month. This complaint was reported in conjunction with reports of 24 other broken cryocyte bags from the same customer during the timeframe 2005-2006.